Event description:
AED battery for skilled nursing facility failed. AED automatically alerted staff and AED coordinator confirmed unit unusable. Unit placed out of service and spare battery installed. Battery purchased in late 2007 and installed in 2008. This device did not fail during use, but in standby mode.